Event description:
Customer is reporting a complaint on product # 3060m. The customer states that patient can unbuckle the roll vests by themselves. This has taken place in multiple instances. Likely they will not be sending the product back.

Manufacturer narrative:
H3: customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on the information provided by the customer. Without the return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be confirmed. A review of the complaint database did not reveal any similar events against this issue in the past two years. Therefore, it appears this complaint was an isolated event. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU warns never alter or repair this product. Always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook-and-loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Dispose of damaged products per facility policy for biohazardous material. Contraindications: do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. Without return of the device the reported issue could not be confirmed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file 2023-01224. H3 other text : product not returned.